Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who had a capsule retained for 11 days and had surgery to retrieve the capsule. The initial report indicated that: the patient swallowed the capsule on (B)(6) 2025 at 12:00 after being on bowel prep where she took "3 sachets". After the patient did not excrete the capsule over the weekend, their doctor decided to wait until wednesday (B)(6) 2025) to do an MRI and see if the capsule has been excreted and not retrieved. MRI was done on friday (B)(6) 2025) and it was found that the capsule was lodged at the terminal ileum (ti), patient had crohn's disease and the doctor had a suspicion that there was a stricture at that region. On (B)(6) 2025 the patient had to come back to the hospital to have a coloscopy with capsule removal. When performing the colonoscopy, the doctor found a stricture in the terminal ileum. Frm-0089c-capsule incident questionnaire was sent to the customer to obtain additional information. On (B)(6) 2025 - we informed the customer that an MRI should not be prescribed as stated on the capsule procedure IFU-2320 (page 9). This could cause patient injury and medical complications. On (B)(6) 2025 - frm-0089c was received indicating that the patient had "immense pain and crohn's disease prior undergoing the procedure", swallowed the capsule on (B)(6) 2025. Since the patient did not excrete the capsule and the xray showed the capsule retained, a colonoscopy was performed on (B)(6) 2025. They had to perform "dilatation of ti junction" to retrieve the capsule with a roth net. Based on the information on the form it looks like an x-ray was performed and not an MRI as stated in the email for the complaint.

Event description:
On (B)(6) 2025 - we were notified of a patient who had a capsule retained for 11 days and had surgery to retrieve the capsule. The initial report indicated that: the patient swallowed the capsule on (B)(6) 2025 at 12:00 after being on bowel prep where she took "3 sachets". After the patient did not excrete the capsule over the weekend, their doctor decided to wait until wednesday (B)(6) 2025) to do an MRI and see if the capsule has been excreted and not retrieved. MRI was done on friday (B)(6) 2025) and it was found that the capsule was lodged at the terminal ileum (ti), patient had crohn's disease and the doctor had a suspicion that there was a stricture at that region. On (B)(6) 2025 the patient had to come back to the hospital to have a coloscopy with capsule removal. When performing the colonoscopy, the doctor found a stricture in the terminal ileum. Frm-0089c-capsule incident questionnaire was sent to the customer to obtain additional information. On (B)(6) 2025 - we informed the customer that an MRI should not be prescribed as stated on the capsule procedure IFU-2320 (page 9). This could cause patient injury and medical complications. On (B)(6) 2025 - frm-0089c was received indicating that the patient had "immense pain and crohn's disease prior undergoing the procedure", swallowed the capsule on (B)(6) 2025. Since the patient did not excrete the capsule and the xray showed the capsule retained, a colonoscopy was performed on (B)(6) 2025. They had to perform "dilatation of ti junction" to retrieve the capsule with a roth net. Based on the information on the form it looks like an x-ray was performed and not an MRI as stated in the email for the complaint.